Event description:
A surgeon reports one of his patients has unexpected post-operative refraction following intraocular lens implant surgery. The surgeon anticipated a post-operative refraction of -0.50. The actual post-operative refraction was -2.25. The association between this event and the iol is not known. Additional information has been requested.